Event description:
It was reported that the user began a new freestyle libre 3+ session but the ilet did not receive data because the sensor had not been paired with the ilet; the user forgot to scan with the ilet app, after guidance, successfully scanned the sensor and received a warmup period. No adverse clinical symptoms reported. Outcomes included no impact beyond a temporary interruption in automated dosing pending sensor availability. User support included user education, verification of pairing steps, and confirmation that initiating a warmup period restored expected function. Investigation of this case revealed user error related to incorrect or incomplete sensor pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to improper setup and pairing of the cgm with the ilet.